Event description:
After lasik eye surgery, in addition ot several other visual problems, the quantity and opacity of the floaters the consumer had prior to surgery increased by magnitudes. It is very disturbing, makes reading very difficult.